Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mm x 40mm smart control iliac self-expanding stent (ses) delivery system could not pass when trying to cross the aortic bifurcation. When the device was removed, it was found to be frayed. Plain old balloon angioplasty (poba) was performed, and an unknown stent of a different size was used, which successfully crossed the lesion and was implanted without issue. There were no reported injuries to the patient. The device was discarded and will not be returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, an 8mm x 40mm smart control iliac self-expanding stent (ses) delivery system could not pass when trying to cross the aortic bifurcation. When the device was removed, it was found to be frayed. Plain old balloon angioplasty (poba) was performed, and an unknown stent of a different size was used, which successfully crossed the lesion and was implanted without issue. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was discarded and was not returned for analysis. A product history record (phr) review of lot 18505356 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) tracking difficulty and catheter tip frayed/split/torn¿ could not be confirmed, as the device was not returned for analysis and no procedural imaging was provided. Therefore, a definitive root cause cannot be established. Difficulty in crossing a lesion or anatomical structures, such as the aortic bifurcation, is a recognized procedural challenge and is commonly influenced by patient-specific anatomy, lesion characteristics, device selection, and operator technique. Based on the available information, procedural and anatomical factors may have contributed to the reported difficulty and subsequent tip damage during advancement attempts. However, in the absence of device evaluation, a causal relationship between the device and the reported event cannot be determined. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised, and another system should be used. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site. Slack removal advance the stent delivery system past the lesion site. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the lesion site. Ensure that the stent delivery system outside the patient remains flat and straight. Caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.